Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to branch vessel occlusion or obstruction. (B)(4).

Event description:
On (B)(6) 2017, the patient was implanted with two conformable gore® tag® thoracic endoprostheses (tgu312610j/13075066 and tgu312610j/15372451) to repair a small aortic dissection that had been formed distal to the left subclavian artery (lsa). It was reported that the patient¿s proximal neck was short so that the first endoprosthesis was deployed with its partially uncovered stent located in the ostium of the lsa. When the second endoprosthesis was deployed, its sleeve unintentionally covered the lsa, resulting in decrease in blood flow to the left upper extremity. Intra-procedure imaging revealed that blood flow to the left arm was maintained by the retrograde flow from the vertebral artery so that any intervention was not performed, and the patient tolerated the procedure.